Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer performed a pump reset to resolve the issue. Additionally, the pump time was incorrect, cause was unknown. The pump time was corrected to resolve the issue. The customer's blood glucose was 160mg/dl.